Event description:
The customer stated an architect i1000sr analyzer using reaction vessels of lot 71234p100 generated error code 1007, unable to process test, activated read failure. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that the initial percutaneous coronary intervention (pci) was for a proximal left anterior descending (lad); ivus was used and a high grade proximal lad stenosis was found. The stenosis was stented with a 4.0x18 mm promus stent and post dilated with a 4.0x8 mm non-abbott balloon catheter. It was then decided to stent the long diffuse section of the distal lad. Direct stenting was performed with the 3.0x28 mm promus stent at 14 atmospheres (atm) for 10 seconds. After deflating the stent delivery balloon, a perforation was noted mid stent. The stent delivery balloon was then inflated at 6 atm for 5 minutes. The balloon was deflated and another shot was taken and contrast could still be seen. A subsequent inflation was done for 6 minutes at 6 atm with the same 3.0x28 mm stent delivery balloon and there was an improvement in the contrast stain, meaning it was healing. Pci was completed for that segment of the vessel. A 3.0x18mm promus stent was delivered proximal at 12 atm for 10 seconds. Another inflation was done for 4 minutes at 6 atm, again with the delivery balloon of the 3.0x18 mm over the perforated segment. The pt was stable and the final shot showed no visible signs of the perforation and the case was completed and an echo was ordered. The physician felt the calcification in the distal lad segment ruptured the artery. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.